Event description:
It was reported that customer shared survey feedback stating that loading cartridge was very tricky and had produced several inconsistent results. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, and no further action was taken by technical support.